Event description:
It is reported that the patient was informed of the recall during an annual check up on (B)(6) 2012. X-rays and blood work were performed. The patient's cobalt levels were performed. The patient's cobalt levels were elevated. The patient has been experiencing discomfort in the right buttocks for approximately two weeks. The discomfort is not constant or debilitating. The patient is scheduling a follow-up appointment with the surgeon for additional testing in the near future.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.